Manufacturer narrative:
(B)(4) customers in the USA known to have received (B)(4) lot 41756((B)(4) packs in total sent). These customers were sent a field safety notice on 2013-12-13 via fax or email informing them to check the product received to determine if it contains the wrong product. The doctor has been given the option to keep the product, or return to highland metals, inc for a refund. Distributors must contact each of their customers that may have received the product to inform them of the incident and for them to take the same action.

Event description:
A customer in the USA returned a mislabeled package of niti orthodontic wires (refer report 2939494-2013-00001). During investigation into that incident retention samples of product packed during same period were checked. The sample for product (B)(4)), lot 41756, was found to contain .014" natural lower form orthodontic archwires, not the .014" natural upper form archwire as stated on the label. The archwire is marked with an ink midline - the midline should be a black color used for upper archwires but in this case were red color for lower archwires. This is easily identifiable by the assistant and doctor.